Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Manufacturer narrative:
Date of event from "(B)(6) 2016" to (B)(6) 2016".

Event description:
It was reported that during prostate procedure, the "fiber snapped whilst inside patient. The fiber broke off at the white connection knob". "The surgeon got hit on the chin by the laser energy but was ok". There was no treatment administered to the physician. The fiber was exchanged, and the procedure was completed using the second surgical fiber. Patient outcome: "ok". No patient or user injury was reported.